Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete event site name - (B)(6) hospital event site postal code - 311-3193. The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) the blood pressure was displayed properly, however, after a while the waveform became flat. Therapy was successfully completed obtaining the pressure via transducer. There was no patient harm or adverse event reported.